Event description:
It was reported that the surgeon attempted to replace tibia insert with cs insert sm 13 mm, but after several attempts to lock insert onto baseplate failed. He then attempted to use ap lipped insert sm 13 mm and still did not fully lock into baseplate and motion was still detected. Since no other sm 13 mm insert available, left this one in place.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 9616680-2010-00096; 9616680-2010-00142.